Manufacturer narrative:
Additional information. The pump was returned for evaluation on 06nov2017. Device evaluation: the replaced portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the presence of driveline damage. Approximately 17 inches of the distal end of the driveline was returned. Evaluation of the returned portion of driveline did not reveal any issues that would have resulted in an electrical short. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and the distal portion was returned measuring approximately 29 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. Examination of the driveline revealed a breach to the bionate approximately 7 inches from the pump housing. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Insulation breaches to the green, black, red and orange wires were identified approximately 7 inches from the pump housing, with an additional insulation breach on the orange wire identified approximately 7.25 inches from the pump housing. All of the insulation breaches featured exposed conductors. The observed damage to the green, black, red and orange wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If the exposed conductors of the damaged wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stoppages and low speed events captured in the log file, while connected to either the power module or batteries. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient did not want a pump exchange at the time of the unsuccessful driveline revision previously reported. On (B)(6) 2017 the patient¿s lvad system produced driveline disconnect alarms while on battery support. The pump continued to run and the patient was willing to consider a pump exchange. Per technical services review of the submitted log file, the pump stops on battery power were confirmed. They indicated a percutaneous lead phase-to-phase short. A second external repair could not be performed as the first was too close to the skin exit site. On (B)(6) 2017, the patient underwent pump exchange. The exchange was reportedly successful.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. The patient remains ongoing on lvad support. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017 the lvad system was connected to a power module during a clinic visit, and pump stoppage events occurred. The patient¿s system controller was exchanged, but the new system controller produced pump stoppage events. It was reported that log files were unable to be downloaded for analysis. The lvad system was placed back on battery support and the patient was sent home. It was reported that the patient typically had the lvad system connected to battery power, and did not utilize the power module while at home. The patient was asymptomatic. X-rays reviewed by the manufacturer¿s technical services representative did not reveal any areas of concern. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. Post-replacement, pump stoppages occurred. The patient was discharged with ungrounded power module patient cables for use with the power module. No additional information was provided.